Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and seroma-late.

Event description:
Patient reported "ruptured...swelling and bruising" against right side device. Patient additionally reported "emotional....inflammation in the breast is very large...hematoma" and "¿large amount of peri-implant fluid.¿ device remains implanted.